Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) was experiencing display failure. There was no user or patient harm associated with the reported failure. The device was received by spacelabs healthcare and evaluated by a equipment service center technician. No hardware faults were with the device. However, after reviewing the xcs logs it was identified that the unit was powering off and on multiple times. The xcs software was reloaded as a precaution. After the software was reloaded, the logs were reviewed again with no additional issues observed. After the device passed final functional testing the unit was returned to the customer. Cause was not identified.